Event description:
A surgeon reports an intraocular lens (iol) explant and replacement due to negative dysphotopsia. The pt's outcome was excellent. The relationship between this event and the iol is not known.